Event description:
An olympus employee reported on behalf of the customer, the gray code part near the hand control unit was damaged of endoeye flex deflectable videoscope. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the adhesive part of the objective lens was peeling off. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined watertightness was not maintained due to holes in the universal cord. In addition to the finds reported, the curved pipe blade was broken. There were scratches on curved rubber, operation part, grip, angle lever, right/left lever, up/down plate, right/left plate, nigiri cover, video connector, light guide connector, light guide cover glass and video connector case. The curved rubber adhesive was missing. The video connector was cracked. The lock engagement lever was discolored. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.